Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it had been determined that the drawer or specific pocket could not be recovered. A field service engineer (fse) had replaced the pocket and retractor band to resolve the issue. The system had functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.1 pocket e2 keeps on failing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.